Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient has alleged to difficulty breathing/short of breath, congestion, bad cough. There was no report of patient harm or injury. There was no medical intervention required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received an information on patient alleging heart failure, difficulty in breathing, congestion and cough. As per pms reassessment decision received, this allegation has been considered as a serious injury. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed. In this report, box a, b, g, h has been updated/ corrected.